Event description:
Boston scientific crm received information that during this patient's pre-discharge check up, this right ventricular (rv) lead had decreased sensing and a rise in threshold measurements. It was noted that the lead had dislodged following the implant procedure. The patient was brought back into the cath lab one day later and the rv lead was explanted and replaced with a new rv lead. No adverse patient effects were reported. The implant, explant and event dates were provided to us by boston scientific.